Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06ep2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly was installed in the fi test ventilator. The test ventilator powered up from ac into the normal ventilation mode and delivered breaths. Power was cycled on and off without generating any errors. The gds passed all test values from the test procedure for v60x. The reason for the device¿s return could not be replicated on the subsystem and thus the failed component could not be isolated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the unit failed the airflow accuracy test (pvt test 5) at the 0slpm setting. There was no patient involvement.